Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3, h4, and h6. It has been over ten (10) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the foreign material, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. There was no deviation from the instructions for use in reprocessing steps and no sign of physical damage found at the location. The event can be prevented by following the instructions for use which state: "IFU states detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states preventive measure in tjf type 150 reprocessing manual 3.5 manual cleaning." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the forceps-wire had foreign objects. There were no reports of patient involvement.